Manufacturer narrative:
One device was received for evaluation. Visual inspection found broken housing. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the faulty main pcb was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited force sensor errors. There was no patient involvement.